Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported cancelled procedure could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a pulmonary vein isolation procedure, with the patient prepped for the procedure, the ep-4 touchpad did not turn on during set up. A direct connection to the computer was attempted to resolve the issue but it was decided to cancel the case due to no stimulation from the system. There were no adverse patient consequences.